Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting a lack of capture after the patient underwent a different procedure. A new device was implanted. No additional patient effects were reported.